Event description:
An intraoperative femoral bone fracture occurred during hip replacement surgery when the stem was inserted. The surgeon used cable to fix the fracture then performed an operational test that confirmed the fracture did not open.